Event description:
Tonsillectomy performed on 2/3/94 using mouth protector became dislodged from gag but not noticed as missing. Not seen in child's mouth because it was clear. Apparently swallowed. Father of child reported that on 2/16/94, the child coughed or vomited up the 1" x 1/2" clear rubber tooth protector.